Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 360 mg/dl to 400 mg/dl and issues with inserting the needle in their body. And that the insulin pump alarmed no delivery critical pump error. Customer treated with a bolus. Customer was provided assistance and declined any high blood glucose troubleshooting. No further details given.